Event description:
Follow-up indicated that the patient's incision site continued to leak. The patient was hospitalized and the device was removed. The physician attributed the issue to the patient's ongoing pyogenic granuloma diagnosis. The patient was discharged and given antibiotics. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient¿s incision sites were not healing well following the implant procedure. The wounds were debrided and the patient recovered without sequelae.